Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to perform several troubleshooting steps, which were unsuccessful, leading to the decision to replace the pump. The customer reverted to an alternate method in insulin therapy.